Event description:
Info rec'd indicates the siderail will not latch or unlatch due to a cracked siderail release handle.

Manufacturer narrative:
The facility replaced the release handle to repair the bed.